Event description:
The patient was reportedly experiencing intermittencies and sound quality issues. External equipment was exchanged; however, this did not resolve the issue. The testing revealed that the device is functioning. Surgery to explant the patient's device has been scheduled.